Event description:
On [redacted date], doctor was performing a two-level acdf (anterior cervical discectomy and fusion). Allograft cages were opened, expiration dates on boxes were checked as per usual protocol, and the allografts were implanted. Once the circulator began working on the paperwork- they discovered a discrepancy between one of the box's expirations and what was typed on the stickers in the box. The box stated an expiration of [redacted date] while the stickers had an expiration of [redacted date]. The circulator immediately called the tissue coordinator. Once tissue coordinator was in the room-they called the nuvasive service line at 1-800-475-9131. The circulator gave the nuvasive employee the serial number: [redacted number] and reference number: 5740107 and asked for clarification on what the expiration date was for this implant. A few minutes later, nuvasive rep called back and confirmed that the real expiration was 12-20-2028. No harm came to the patient. The nuvasive vendor in the operating room made his team aware of this finding in hopes of preventing this situation from happening again. Manufacturer response for allograft cellular bone graft, osteocel (per site reporter). Nuvasive verified correct expiration date for allograft as [redacted date].